Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availabilityadditional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem additional.

Event description:
The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint due to missing sensor and sensor pod. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.